Event description:
It was reported that the insulin pump alarmed battery out limit, which could not be cleared. The blood glucose reading was 225 mg/dl. The customer stated that the alarm recurred after a battery replacement. Upon troubleshooting, the caller was advised that the insulin pump be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected battery out limit alarms were noted. All buttons were functioning properly, and no damage to the keypad assembly was noted. No unlocked keypad connector was noted during visual inspection. No frozen display was noted. The pump also had minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip.